Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostyle devices using the pre-close technique via a 4f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The first device was deployed and placed as intended. Reportedly, the device angle was not at 45-degrees during use of the second prostyle device and a cuff miss [suture retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath size and the tavi procedure was completed. During knot advancement the suture of the third device pulled out (ripped off) when tension was applied. Hemostasis was achieved with the one successful suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 - indication for use.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the account was using a 4f sheath. It should be noted the electronic prostyle instructions for use states: for access sites in the common femoral artery using 5f to 24f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.